Event description:
It was reported that cartridge alarm 20 occurred during insulin delivery. Customer's blood glucose (bg) level was 17 mmol/l. Customer administered insulin via an insulin pen to resolve elevated bg. Technical support guided customer through loading new cartridge. The cartridge alarm continued and insulin therapy could not be resumed. Customer reverted to an alternate method of insulin delivery.